Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No complaint received with return of device. Event (failure) observed during analysis. Analysis found the etfe coatings of the svc and rv conductors melted at the distal end of the partial lead. Internal insulation abrasions were found at 20.2-20.5 cm, 22.5-22.7 cm, and 36.2 cm from the connector pin. External insulation abrasion was found at 34.5-34.9 cm from the connector pin, consistent with lead friction to another device. The etfe coating was intact at these locations.